Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: australia.

Event description:
It was reported that during surgery, there was a 5mm burr used for acromioplasty. When the burr was removed at the end of the case, there were metal shavings visible in the joint and there was damage to the flutes of the burr. There was a foreign body retained. There was no delay reported. No additional information available is indicated. Diligence is complete.

Event description:
There was no additional information associated with this event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Visual inspection with magnification did not find any metal shavings, but they did find damage to the flutes. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.